Event description:
It was reported that a patient's pod application site (arm) became infected after 37-48 hours of use. The patient experienced pain and warmth at the insertion site, they later noticed purulent discharge, with a reported blood glucose level of 400 mg/dl. The patient removed the pod, applied a new one to a different site, and sought medical attention on 13 november at a doctor's office (B)(6). The healthcare provider diagnosed an abscess and prescribed antibiotics to be taken three times daily for one week. The pod was discarded. Total visit time was 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.